Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was unknown at the time of the incident. After trouble shoot alarm resolved and reoccur the pump alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed self test and displacement test. Formatted history file confirmed the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm due to software error.